Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) was confirmed. As received, the monitor failed detect and treat testing. Upon investigation, the cause for the failure was isolated to oxidation buildup on the tin connector pins on j1002 and j1003. The root cause for the oxidation buildup cannot positively be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivers pulse below the lower limit.